Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient had mesh removal surgery in (B)(6) 2006 due to mesh erosion, infections and pain. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 10/27/2016.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006, and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.